Event description:
Caller states the patient tested 1.3 inr on the coaguchek xs system adn 2.4 inr on the coaguchek s system during duplicate testing. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device coaguchek xs system. Reference medwatch with (B)(4) for suspect device in coaguchek s system.